Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the handheld camera was observed to have a piece broken off. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The handheld camera was analyzed and found to found to have a broken light guide adapter. A visual inspection of the adapter and ic housing for damage such as deep scratches, cracks, foreign labeling, faded or missing labeling, and missing parts were performed and failed. The ic housing was inspected and there was additional damage to four out of four broken legs. The adapter was returned damaged and with missing springs and could not be reassembled to the ic housing. The handheld camera was evaluated and determined to be unable to do the quality assurance procedure and could not confirm light guide engagement, functional testing, video start up or initialization. The light guide adapter was inspected and there was a missing return springs along with the adapter damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include pulling from only the light guide or camera cable when unplugging the assembled camera connector from the endoscope controller.

Event description:
Refer to h11 for follow-up information.